Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer and found grey, brown, white and black dust-like contaminants in the air outlet of rear panel, air inlet of blower box and inside blower. The manufacturer also found evidence of white and black hair-like objects in the bottom enclosure, blower outlet and blower outlet seal. The manufacturer found evidence of sound abatement foam degradation/breakdown. The device's event log was reviewed by the manufacturer and found the error log showed 2 instance of: e-53 and e-130. The manufacturer concludes the contaminates found were consistent with an unknown white, black particles, dust and keratin. The manufacturer confirmed there was evidence of sound abatement foam degradation. Section d9, g3, h3 and h6 has been updated / corrected.